Event description:
The customer was hospitalized for hypoglycemia. It was indicated that the cause of the event was due to over infusion. At the time of the call, the customer refused to do further troubleshooting due to not feeling well. It was indicated that the customer will call back at a later time. No further details.